Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample or serial number was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: keppra was being administered to the patient over 15 minutes as per the monograph. The pump began beeping to report air in the line. It was noted that the bag was entirely empty and the line above the pump was also empty. However, the pump indicated that 12.61ml remained to be administered. The dose was delivered significantly faster than expected, despite being correctly programmed into the pump.